Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spinal canal stenosis and underwent anterior lumbar fusion at l2/3. During surgery, oblique lumbar interbody fusion was performed until th12/l3. When closing the wound, the cage which was inserted at l2/3 deviated to the ventral side and the anterior longitudinal ligament was injured. For recovery, it was attempted to insert the cage to dorsal side. So the product was tried to be inserted again in another direction, but the direction could not fit well. Hence cage insertion was given up and the cage was replaced with autogenous bone. There was a delay of less than 60 minutes in the overall procedure. Product came in contact with patient. Paralysis occurred to patient.